Event description:
On (B)(6) 2013 the reporter contacted animas alleging that since (B)(6) 2012 there have been seven or eight incidents where the pump showed it was not primed on the prime screen, but did not emit an alarm or a warning to alert the user of the issue. The reporter stated that on (B)(6) 2013 the alleged issue occurred, and the patient¿s blood glucose (bg) elevated to 451 mg/dl with no specific symptoms. The patient reportedly just didn¿t feel well generally. The patient¿s bg was reportedly treated with a manual injection. The reporter noted that the alleged prime issue has not occurred since (B)(6) 2013. The reporter was instructed to have the patient come off the pump and use an alternate form of insulin delivery due to the pump not alarming that the pump stopped delivering with loss of prime; however the reporter did not feel the patient needed to come off the pump. The reported bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the pump did not alarm to alert the user of the loss of prime issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.